Event description:
It was reported that the customer experienced low blood glucose levels of 47 mg/dl. The customer stated that they had just started on insulin pump therapy. Troubleshooting for low blood glucose levels was done. The customer stated that he experienced low blood glucose levels all day. Advised to monitor blood glucose levels carefully and to monitor the insulin pump. Advised to call back if the issues persisted. Assisted customer with how to suspend the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.